Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro vh-3500 insulation peeled away from the jaws on the evh kit but did not break off. The jaws of the harvesting tool were not open (even slightly) during the insertion of the tool into the cannula. No resistance was noted while inserting the harvesting tool into the cannula and no procedural delay. The device was removed and a new kit was opened. The vein harvest was completed without issue. There was no harm to the patient.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section d3 from "other healthcare professional" to " nurse" the device was returned to the factory for evaluation on (B)(6)2022. An investigation was conducted on (B)(6)2022. A visual inspection was conducted. Signs of clinical use and heavy evidence of blood and charred tissue were observed on the metal tip of the shaft and the jaws of the harvesting device. A microscopic evaluation was conducted. The gray silicone insulation of the cold jaw was observed to be peeled off the tip of the cold jaw with no detachment observed. The silicone insulation of the hot jaw and the heater wire were observed with no visual defects. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; jaw" was confirmed. A lot history record review was completed for lot 25161417, the only lot shipped to the account prior to the event/aware date. For the lot 25161417, there were no ncmrs, rework, or deviations documented for the last lot shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.